Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report death. It was reported that on (B)(6) 2022 a patient presented with grade 4 mixed mitral regurgitation (mr). All devices were prepared and used in accordance with the instructions for use (IFU). A mitraclip xtw (11014r329) was deployed. Post-deployment, the clip opened more than 5 degrees but the clip remained stable on the valve. The physician decided to place an additional clip. As the second clip (20421r143) was attempted to be in the straddled position, the patient's blood pressure and blood oxygenation decreased. Intervention was performed, however, was not successful and the patient died. No additional information was provided.

Manufacturer narrative:
The complaint device was returned for evaluation. Although there was no device malfunction/issue reported against the device, however, as the device was returned, it was visually inspected as a conservative measure and no device damage/issues were identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported hypotension could not be determined. The reported death appears to be related to the reported hypotension. Death and hypotension are listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was resulted of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.